Manufacturer narrative:
1. According to production record, for the lot sn201114, size 25g×1-1/2, product code n-2515, no needle hook found in production and inspection record during production process> 2. According to complaint description, we checked the medical stainless steel cannula and the rigidity meets the requirement of standard iso9626-2016, the puncture performance of iso7864-2016, and no hooker found in the appearance. 3. During the production process, there is nearly no percentage that hooker occurred in needle tip while assembling the needle cap into needle. 4. We checked all the record of production, material component and samples, and found no such issue as complaints, which is accidental event. As ccd inspection system has been added, which could judge abnormal situation and get rid of similar needle tip issue, and make sure no defective needle come to finished products.

Event description:
Needles were identified with burrs at the tip. At least one dose was administered with an affected needle.